Manufacturer narrative:
D.4. Medical device lot #: 3048737 was reported; however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified quantity of tubes were bent, flattened on one side and curved out on the opposite side for one (1) patient. There was no report of patient impact.

Manufacturer narrative:
The following information has been updated: d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for collapsed tubes. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified quantity of tubes were bent, flattened on one side and curved out on the opposite side for one (1) patient. There was no report of patient impact.